Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility states that a patient of the hospital was using the shower chair on (B)(6) 2012 and the legs collapsed inward as the patient was sitting in the shower. She states he weighs (B)(6), which is under the maximum weight of 315 lbs. MDR filed.